Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 12/10/2024: this was discovered during a reverse total shoulder arthroplasty with biceps tenodesis on (B)(6) 2024. The sales representative was not present during the procedure and does not have any further information relating to the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-3688 knotless tensionable fibertak biceps kit blue repair stitch did not fully tension down. This was discovered during a procedure on (B)(6) 2024. No additional information was provided. Additional information requested.